Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Manufacturer representative reported the basic evaluation was performed with nothing out of the ordinary. When the patient turned their device up to about 3.0 they were not feeling stimulation. The patient then held the down arrow to return the amp to 0.0. Once that was accomplished the patient attempted to stand and resume increasing the ens. However this time, they appeared to whence in pain and almost buckled on their left side. They tried again to support their weight with their left side, but was unsuccessful. As time went on, 10-15 minutes, patient reported the severity increased. A CT scan was performed and it was determined that the patient had ¿a small piriformis embolism.¿ it was reported that the patient would be given both antibiotics and over the counter meds and would resume the trial in a day or two. No cause was known. No further complications reported/anticipated.